Manufacturer narrative:
Based on the information provided no conclusion can be made. Photos of the revision procedure were provided, however, review of the photos do not assist in identifying a root cause. Additional information was requested and the contact reported that no additional information would be provided. Hernia recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix¿ st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." A lot number was not provided. Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document that the product catalog number has been provided. The appropriate fields have been updated. Not returned.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a robotic ipom procedure with the bard/davol phasix st mesh. As reported the primary defect was closed with absorbable vlock suture (non bard/davol). It is reported that the patient experienced a hernia recurrence and a revision procedure was performed on (B)(6) 2019. The phasix st mesh was removed and a synthetic mesh used.

Manufacturer narrative:
Based on the information provided no conclusion can be made. Photos of the revision procedure were provided, however, review of the photos do not assist in identifying a root cause. Additional information was requested and the contact reported that no additional information would be provided. Hernia recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, phasix¿ st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." A lot number was not provided. Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a robotic ipom procedure with the bard/davol phasix st mesh. As reported the primary defect was closed with absorbable vlock suture (non bard/davol). It is reported that the patient experienced a hernia recurrence and a revision procedure was performed on (B)(6) 2019. The phasix st mesh was removed and a synthetic mesh used.